Manufacturer narrative:
Patient weight (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the pacific plus pta balloon during procedure. Device was prepped per IFU. It was reported that there was a balloon burst, leak or catheter leak during balloon inflation. Break occurred between nominal and break pressure. All fragments of the balloon were retrieved. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. It was reported that there were removal difficulties and difficulty removing balloon following balloon inflation. Device was safely removed from patient.

Manufacturer narrative:
Additional information: there was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. IFU was followed. The vessel was not pre-dilated. No resistance was encountered during advancement of the device. Removal difficulties are reported following balloon inflation. The balloon catheter caught on the sheath during withdrawal. The balloon was fully deflated prior to attempted removal. The device was removed by pulling it out together with the sheath. The device was safely removed from patient. No vessel damage noted. The procedure was completed with a discreet result. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis 120mm post-inflated balloon returned detached. Detachment occurred at the proximal balloon bond. Both distal and proximal marker bands are present on the balloon. A kink is visible at approximately 310.4mm from the strain relief. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.